Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
Following a fall, a patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation and noted that the evoke closed loop stimulator (cls) felt warm during use; with indicator light illuminated on the evoke charger. An x-ray was performed with no anomalies identified. Reprogramming was performed but unsuccessful. A revision procedure was performed to replace the cls and reposition the leads and resolve the reported event. The evoke scs system did not cause or contribute to the patient¿s fall.

Manufacturer narrative:
The cls was returned to saluda. The device logs were reviewed, and high temperature events were noted during charging beginning on (B)(6) 2025 . The high temperature may be caused by poor charging form rather than a malfunction of the cls; however, this cannot be confirmed. The cls passed visual inspection and all functional testing with no anomalies detected. The root cause of the reported change in stimulation cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result¿.